Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the issue was due to user error, and that the patient's family did not know how to use the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient is charging too frequently. The caller stated that it takes a long time for the patient¿s left ins to get full, sometimes more than three hours. The caller did not know how full the ins is when the patient starts charging. The patient will start with 8 coupling bars, but it will drop to 2. The patient needs to charge the ins every day or every other day. It was reported that the patient moves a lot so they put the antenna is a sports bra lining and charge over a t-shirt. Technical services reviewed to charge over thin material, and not bulky clothing. The patient was send adhesive discs to help with charging. There were no symptoms reported. No complications or further complications were reported.